Event description:
It was reported that during a clinical visit, the patient's heart rate was found to be low. The patient also had complaint of feeling weak for about one month. When attempting to program the device, no signal was detected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.